Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 3 lots of silicon channel drains were found to have a thin dark fiber on the surface of the drain.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. A potential root cause for this failure could be "defective / contaminated components from supplier ". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that 3 lots of silicon channel drains were found to have a thin dark fiber on the surface of the drain. Per additional follow up via email received on 16nov2021, customer stated that the products were sequestered, and the problems were discovered prior to use. It was stated that the dark fiber attached to the drain was appeared to be loose and that dark fiber appeared to be an extra material. Also stated that all the 3 silicon channel drains with the dark fiber was each different position. No medical concerns related to the reported issue. No medical intervention was reported.